Event description:
Healthcare professional reported a patient received a total of 6 syringes of the fillers juvéderm® volux¿ xc, juvéderm® voluma¿ xc, and juvéderm® volbella¿ xc injected into "all over the face" including the ioh, chin, and midface regions. A few weeks later, patient was admitted to the hospital for vision changes in the left eye. Neuro workup was completed and included optic inflammation. About another month later, the patient returned to the hospital for right eye visual changes. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)) and (B)(6) ((B)(4)). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc,

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.